Manufacturer narrative:
Not available on the date of filing. A manufacturer representative went to the site to test the equipment. User complained about the system shutting down on its own. Performed three mock cases (6+ 2d and 3 3d scans) without issue. Reviewed error logs and couldn't locate when the problem occurred. Rt confirmed the date and time but no issues were noticeable. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure there was a mobile view station (mvs) and image acquisition system (ias) shut down while setting up for a 3d spin. Rebooting both systems fixed this issue and the site was able to proceed with the case. It was reported that the patient was exposed to one additional imaging spin. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.